Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited low cylinder strength; therefore, a surgical procedure was performed to add additional saline to the cylinder. No components were removed during the procedure.

Manufacturer narrative:
UDI field (d4) concomitant product UDI for pump is (B)(4). UDI field (d4) concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Inflation issue is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.